Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. As received, a complete lead was returned in one piece. The s-curve hump height was measured within specification. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported during in clinic follow up that the left ventricular lead exhibited loss of capture. Imaging confirmed dislodgement. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.